Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced increased tendency to bruise ("I find new bruises every day"), fatigue ("worn out easily"), adnexa uteri pain ("stabbing pain in area of both ovaries"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have weight increased ("I lost 5 pounds in 3 weeks to the day"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, increased tendency to bruise, fatigue, adnexa uteri pain, endometriosis and adenomyosis outcome was unknown and the weight increased was resolving. The reporter considered adenomyosis, adnexa uteri pain, endometriosis, fatigue, increased tendency to bruise, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - bruises, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced increased tendency to bruise ("I find new bruises every day"), fatigue ("worn out easily"), adnexa uteri pain ("stabbing pain in area of both ovaries"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have weight decreased ("I lost 5 pounds in 3 weeks to the day"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, increased tendency to bruise, fatigue, adnexa uteri pain, endometriosis and adenomyosis outcome was unknown and the weight decreased was resolving. The reporter considered adenomyosis, adnexa uteri pain, endometriosis, fatigue, increased tendency to bruise, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- bruises, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced increased tendency to bruise ("I find new bruises every day"), fatigue ("worn out easily"), adnexa uteri pain ("stabbing pain in area of both ovaries"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis") and was found to have weight decreased ("I lost 5 pounds in 3 weeks to the day"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, increased tendency to bruise, fatigue, adnexa uteri pain, endometriosis and adenomyosis outcome was unknown and the weight decreased was resolving. The reporter considered adenomyosis, adnexa uteri pain, endometriosis, fatigue, increased tendency to bruise, medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- bruises, weight loss quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction done- pt of I lost 5 pounds in 3 weeks to the day was updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.